Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer did not have an alternate cable at the time of the call with tandem technical support. There was no adverse effect to customer's blood glucose level.